Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: the patient had a large inguinal hernia.no concurrent procedures were performed the next day, impression of recurrence, with swelling it was a primary hernia 10 x 14 cm microval prosthesis, placed extra-peritoneally laparoscopic procedure issue with securestrap with lack of fixation at the level of the tissues no triggering event recurrence diagnosed at 1 month, during the cs for the moment the patient does not wish to be re-operated.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap25 device was returned with no apparent damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. 7 straps were delivered properly. The device trigger was locked as a normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Did the device jam? When the trigger was depressed, no straps were deployed?, "straps" were deployed but were not holding the tissue or mesh?.¿ etc¿ was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? Ans: several problems, when the trigger was pulled, no strap deployed, then after the straps were deployed but no grip on the fabric. Consequences for the patient, too early, but risk of hernia recurrence, due to straps that are non-functional or not very functional attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6)2023 and absorbable straps were used. The device did not work. When the trigger was pulled, no strap deployed, then after the straps were deployed but no grip on the fabric. The surgeon has fears about a good fixation of the hernia, with a risk of recurrence. There were no adverse patient consequences. Additional information has been requested.